Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, several cuts were found in the insulation, which are probably a result of the operation procedure. Blood had entered the lead at those sites. The analysis did not show any other deviations that could be related to the clinical complaint could be detected. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 5 weeks, it was reported that the lead had dislodged several times, both intra- and post-operative. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.